Event description:
Patient was seen in clinic follow up (B)(6) 2025 with stable pacemaker evaluation after aveir leadless pacemaker placement (B)(6) 2025. His apple watch started alerting for low heart rate (B)(6). On (B)(6) he had a syncopal event with a nondisplaced vertebral osteophyte c3-4 possible fracture due to loss of capture. His threshold had increased from 1.0 v at 0.8 ms on (B)(6) to 2.25v at 0.8 ms on (B)(6).